Event description:
The customer stated that a falsely elevated architect ca 19-9xr result of 103 u/ml was generated for (B)(6) female patient. The result did not match the patient's previous result (not provided) so the sample was retested twice generating results of 10.3 and 17 u/ml. The falsely elevated result was not reported from the laboratory. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Manufacturer narrative:
On the follow-up emdr, catalog # was unintentionally left blank. The catalog number entered should have been 03m74-01. This emdr is being submitted to correct the error which was discovered on august 19, 2013.

Manufacturer narrative:
It was determined that the issue was most likely caused by fibrin or particulate matter in the patient sample or poor sample integrity. A product labeling review found the architect system operations manual and the ca 19-9 assay package insert contain adequate information for the described issue. Historical/quality data review did not identify any adverse or non-statistical trend of a ca 19-9 discrepant result issue due to an i2000sr issue, or an issue with poor sample integrity causing discrepant ca 19-9 results. No additional ca 19-9 discrepant result complaints were found to have been documented since the customer was instructed about the importance of sample integrity. The device is meeting performance specifications and performing as intended. No systemic deficiency or adverse trend of an i2000sr ca 19-9 discrepant result issue was identified during this investigation.